Event description:
It was reported that noise with non-sustained oversensing was observed on the right ventricular (rv) lead during a routine check in clinic. It was determined no action was required. The patient was being monitored. The patient was stable.